Event description:
Prior to an unk procedure, sterile package was not sealed. No pt consequence.

Manufacturer narrative:
Inadequate seal sterility compromised upon receipt of the package, it was confirmed that there is an inadequate seal between the blister and the tyvek. No conlcusion could be reached why the inadequate seal was not detected dutring the packaging process. A corrective action plan has been initiated as a result of this complaint.